Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12942.it was reported that the right ventricular lead was oversensing noise. The physician was uncertain whether the noise came from the lead or the pacemaker. The lead and device were explanted and replaced on (B)(6)2019. The patient was stable post procedure.

Manufacturer narrative:
The cause of the reported event was due to the external insulation abrasion, which was noted at 42.3 ¿ 42.6 cm from the distal tip consistent with lead friction to the device can.